Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 stapler did not close the clips correctly during the procedure causing a loss of blood. The pt had a blood transfusion, but now the pt is good. Another device was used to complete the case.